Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that impedance measurements were taken on (B)(6) 2016. Caller stated that all electrodes 0-15 were showing >40,000 ohms. It was reported that there were no falls or traumas related to the issue. The patient was reporting that their coverage was good and they were still feeling stimulation. The electrode impedance test was performed at 3.0 v with high impedances resulting. It was reported that the manufacturer representative did not have historical impedances for the patient since the change out on (B)(6) 2015. The patient did mention that they had 2 discs fused during the surgery on (B)(6) 2015 but again there were no historic impedances to compare to. It was reported that a different manufacturer representative was present at it and was no longer working with the manufacturer. It was reported that the lead numbering was correct.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the cause of the high impedances remained unknown. The manufacturing representative reprogrammed the patient, and they were able to feel stimulation where needed. The patient¿s healthcare provider was notified as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.